Event description:
Patient reported that his blood glucose level elevated to 596 mg/dl. The infusion set's cannula came loose from his stomach. The patient believes that it was most likely due to improper insertion. The patient tried to give himself a few correction boluses to bring his blood glucose down, and this is when he noticed that the cannula was not in his stomach. The patient was advised by the pump support agent toinsert a new infusion set in a new location of his body. The patient did not report any physical symptoms associated with the elevated blood glucose. No medical treatment was necessary and no product is being returned.